Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of aux 3.2 catching was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported that checked the rails and opened the back of the auxiliary drawer for inspection. The fse turned off the pyxis system and opened the back of drawer 3. The retractor band appeared worn, and the light was missing along with the com and drawer board. The fse replaced the retractor band, reassembled the drawer, and powered the pyxis system back on. In the application logged in and inventoried medications in drawer 3.2, and the customer verified and inventoried medications in auxiliary drawer 3.2 with no issues observed. During dchu visual inspection: pn: 353844-01: the unit revealed black marks along the flat flex cable and copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. During dchu testing: pn: 353844-01: no further testing was performed since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of aux 3.2 catching was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.2 failed. As per part investigation, it was determined that there was thermal damage due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.